Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the pump black box data showed cs 052 call service alarms that would not clear. During investigation, the pump powered on with auditory and vibration alerts functioning but the display remained blank. The complaint of cs052/cs054/sleep call service alarm issue was unable to be investigated due to the blank display. Investigation revealed that a slave processor failure had occurred. The pump case was removed and no intermittent condition was found to the printed circuit board (pcb) or to the cgm board.